Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are (B)(4) units in our stock. We have received 200 closed samples for analysis. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying appears when pulling the thread through the tissue as can be seen in enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the optilene sutures. During an unspecified surgery, the suture was fraying/splitting. It was noted in the trauma service, during preparation and while suturing. Additional information was not provided.